Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent an endovascular procedure using a conformable gore tag thoracic endoprosthesis to repair a thoracic aortic aneurysm. It was reported the patient had a repair of an abdominal aortic aneurysm with a synthetic graft before and the synthetic leg was highly angulated at the time of the procedure. During the procedure, the physician tried to advance a gore dryseal sheath with hydrophilic coating through a guide wire, however the sheath could not pass the angulated synthetic leg. The physician removed a guide wire from the femoral artery and re-inserted the wire from the left subclavian artery giving a tension to the wire. Then the sheath was successfully advanced to the desired location. When the physician removed the dilator from the sheath, the sheath kinked at the angulated part of the synthetic leg. Then a gore tag ((B)(4)) was advanced through the sheath and the device was successfully deployed. When the physician was removing the delivery catheter, he felt strong resistance. He continued pulling the catheter back and the tip of the catheter was separated. An angiography showed the tip left within the kinked part of the sheath. The tip was successfully removed with the sheath. The procedure was completed without further issues. The patient tolerated the procedure.

Manufacturer narrative:
The procedure date was corrected.

Event description:
On (B)(6) 2016, the patient underwent an endovascular procedure using a conformable gore® tag® thoracic endoprosthesis to repair a thoracic aortic aneurysm. It was reported the patient had a repair of an abdominal aortic aneurysm with a synthetic graft before and the synthetic leg was highly angulated at the time of the procedure. During the procedure, the physician tried to advance a gore® dryseal sheath with hydrophilic coating through a guide wire, however the sheath could not pass the angulated synthetic leg. The physician removed a guide wire from the femoral artery and re-inserted the wire from the left subclavian artery giving a tension to the wire. Then the sheath was successfully advanced to the desired location. When the physician removed the dilator from the sheath, the sheath kinked at the angulated part of the synthetic leg. Then a gore tag (tgu373715j/15300039) was advanced through the sheath and the device was successfully deployed. When the physician was removing the delivery catheter, he felt strong resistance. He continued pulling the catheter back and the tip of the catheter was separated. An angiography showed the tip left within the kinked part of the sheath. The tip was successfully removed with the sheath. The procedure was completed without further issues. The patient tolerated the procedure.